Event description:
The reporter stated that a relative did back to back blood glucose tests with inaccurately low readings of 9 and 56mg/dl. The reporter stated that relative did not have any symptoms. The relative stated that a control test had given er1, and then an er5 message was received. The relative did not compare to color chart; unknown strip insertion and incorrect testing technique was noted. On followup, the reporter was not able to provide any detailed info on the reported tests. The relative stated that the meter was being cleaned with control solution. No harm was alleged.